Event description:
Boston scientific received information that the patient with this dually implanted implantable cardioverter defibrillator (ICD) and pacemaker died after experiencing a polymorphic ventricular fibrillation (vf). Initially, the physician suspected that the device had undersensed the arrhythmia but then reported that the device did not cause or contribute to the patient's death. The physician had no further allegations against the functionality of either the ICD or pacemaker. Strips from two of the episodes recorded prior to the patient's death were sent to boston scientific technical services (ts) for further review. The first episode showed appropriate sensing, detection, and therapy delivery. The second episode recorded three hours later revealed that although the ICD initially detected the arrhythmia correctly, interfering pacing spikes from the pacemaker prevented the ICD's automatic gain control (agc) feature from dropping the sensing floor when the morphology changed. This interference resulted in undersensing and a delay in therapy delivery from the ICD. The ICD was programmed to pace at vvi 45 while the pacemaker was programmed to vvi 60. The ts representative also discussed that this type of programming with dually implanted devices is unusual and interaction testing should have been performed. The ts representative also discussed that a review of a save to disk should be performed to evaluate all the episodes prior to the patient's death and determine if the pacemaker interference continued to result in more delays of shock therapy for the vf. No additional adverse patient effects were reported.

Manufacturer narrative:
Currently, the field representative is trying to obtain a save to disk to send in for evaluation. It is unknown if either device will be returned to boston scientific for laboratory analysis. Once any additional information does become available, this report will be updated.

Manufacturer narrative:
At this time, attempts to obtain more information have been unsuccessful and no data disks have been sent to boston scientific for further evaluation. In addition, neither device has been returned for laboratory analysis and it is unknown if they will be returned in the future. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.